Manufacturer narrative:
While there is no report of injury in this event, there has been a previous report received within the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into count composition and indications for use. The device was returned and evaluated and found to have a short circuit in the connector and a signal conductor was defective.

Event description:
In this event, it was reported that a x-smart dual apex locator provided incorrect measurements; no injury resulted.